Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the leads were explanted and replaced with a new lead addressing the issue. Reportedly, therapy was restored post operatively.

Event description:
Related manufacturer reference number: 3006705815-2021-03271. It was reported that the patient experienced ineffective therapy following a fall. X-ray confirmed one of the leads had migrated. As such, surgical intervention may take place at a later date to address the issue. Note: one of the leads migrated. Unknown which lead migrated. Hence, both leads are being reported.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the leads were not revised or replaced due to scar tissue. Additional surgical intervention may take place at a later date to address the issue. Manufacturer representative was able to get coverage using the other lead that did not migrate. Reportedly, therapy was restored post operatively.